Event description:
It was reported that during use, the single head pump stopped. The unit was hand cranked, the error messages were cleared and the pump was restarted. The pt was never without life support at any time. On 08/20/1998 the pt expired.